Event description:
A proultra endo tip separated in a patient's tooth. There was no report of pt injury.

Manufacturer narrative:
The device was returned, forwarded to, and subsequently discarded by the contract manufacturer. Therefore, no evaluation is possible. Please note that evaluation associated with future complaints involving this device will be conducted in-house.